Manufacturer narrative:
Device received with blank display due to cracked bleeding lcd. Unable to verify back light anomaly due to cracked and bleeding lcd. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer advised the display screen was scratched, the backlight would not turn on and they had difficulty reading the display screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.